Event description:
It was reported that a spectrum pump displayed system error 341, during therapy (medication, programmed amount and delivery rate unk) in the medical surgical care area. Pt was in a clinitron bed and being treated for bed sores. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the symptom error 341. A single event of system error 341 was confirmed through review of the event history log. Eval was unable to reproduce the reported symptom or identify component causality.